Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video scope ec-3490li. In the event reported, it was stated that there was no video image/error message. The anomaly occurred in the procedure room before use. There was no adverse event reported with this complaint. The device was returned to pentax medical service facility on service order (B)(4) where it's was inspected, and the user narrative was confirmed. Inspection findings are as follows: leak at biopsy channel (large/ primary) inlet side; pve electrical pin corroded; ccd circuit board corrosion; primary operation channel resistance; left angulation decreased; up angulation decreased; right angulation decreased; failed dry leak test; endoscope failed electrical safety test - plct failed wet leak test; image blackout; fluid invasion in segment section; fluid invasion in control body; control body mild corrosion inside; suction tube mild resistance; fluid invasion in pve connector; hole in # 2 remote control button cover; fluid invasion to insertion tube; customer complaint confirmed; pve electrical connector frame mild corrosion; down angulation decreased; air/ water socket cylinder o-ring chipped; right/ left angulation tight; up/ down angulation tight; fluid invasion in umbilical light guide cable; fluid damage to light carrying bundle. The device is currently pending repairs where all defects will be corrected and return to the user upon completion. Parts to be replaced: o-rings and seals operation channel; adjusting collar; bending rubber; distal attaching plate; segment assy attaching screw; staycoil collar; segment staycoil assy pb-free; insulation ring assy; rl pulley assy; ud pulley assy; connecting receptacle; intermediate plate; pcb for r.c switch pb-free remote control button; switch with base plate no1 pb-free; switch with base plate no2 pb-free; pcb for ccd drive pb-free; electrical connector assy; conductive plate; signal wire for ccd; shield pipe for ccd. A review of the service history indicates the device was not routinely serviced at a pentax facility. On 15-sep-2021, a device history record (DHR) review for model ec-3490li, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 29aug2017 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. No other information provided.